Event description:
It was reported that during a sleeve gastrectomy procedure, "it shoots out when charged. Clips not sticking, it's not gripping and holding". Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what is meant by event description, "clip not sticking?" Please provide more detail. I was not there during the case and used the verbiage directly from the form they filled out at the hospital to describe the event. I believe they are describing that the clip did not say attached to the tissue that it was fired on. What is meant by event description, "clips not gripping?" Please provide more detail. I was not there during the case and used the verbiage directly from the form they filled out at the hospital to describe the event. I believe they are describing that the clip did not say attached to the tissue that it was fired on. What is meant by event description, it shoots out "when charged?" Please provide more detail. I was not there during the case and used the verbiage directly from the form they filled out at the hospital to describe the event. I believe they were describing the issue occurred when the clip is preloaded into the jaw. What tissue was device being fired on? Stomach was there any change to procedure or post-op patient care as result device issue(s)? None noted

Manufacturer narrative:
(B)(4) - yielded jaws. The er420 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.